Event description:
It was reported that the patient was in the ICU, due to having a seizure that caused him to fall and hit his head. The patient was also recently diagnosed with hypotension. The site wanted to rule out vns as a cause, so the magnet was taped over the generator to disable it temporarily to observe the patient's blood pressure. It is unknown at this time if the hypotension resolved with device disablement. Follow-up with the site reveals that the patient had fallen into a coma, due to the head injury. The relationship of these events to vns is currently unknown. Attempts for further information have been unsuccessful to date.